Event description:
It was reported that a (B)(6), female patient underwent a right ventricular outflow tract procedure with a navistar¿ electrophysiology catheter and suffered a cardiac tamponade which required cardiopulmonary resuscitation, adrenaline administration, pericardiocentesis and a sternotomy to remove 3cm of clot. The patient¿s medical history is unknown. There is no further information about the hospitalization. The patient was reported to be in stable condition at the time the complaint was reported. The physician¿s opinion regarding the cause of this adverse event is that this is potentially due to anatomy; surgeon noted a small hole in a thin area of the outflow tract. Settings during the event include: power settings of 38 watts, irrigation flow settings at 17 ml and sl0, sl3 and tri port sheath were used. Per 21 cfr, part 803, this complaint is reportable.

Manufacturer narrative:
The product was discarded, therefore, no product failure analysis can be conducted and device malfunction cannot be confirmed. Since the product was not returned for analysis, no product failure analysis can be conducted and no determination of possible contributing factors could be made. The device history record (DHR) review cannot be conducted because the no lot number was provided by the customer. Since the lot number is unknown, the full UDI number cannot be provided. Non-bwi products used: sl0 and sl3 sheaths (st. Jude medical) and tri port sheath (teleflex). (B)(4).